Event description:
The following has been reported: biomed reported: "cartridge not loaded properly patient harm: no" a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up with no alarms. Removed fva assembly and verified that all fva pins were clean and the pin channels were clear. Re-installed fva assembly. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.